Event description:
It was reported that when using the bd pyxis¿ es server all scheduled reports failed to print, and manual report execution was unsuccessful; attempts to run reports (e.g., pick and delivery) resulted in continuous loading or an unable to communicate error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports were not printing and unable to run manually. A technical support specialist (tss) restarted the job scheduler, carefusion application, and spooler services, after which reports printed successfully, and the customer approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.